Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A specific issue was not stated on this back to stock unit. Upon triage on (B)(6) 2018 the service tech found the unit's screen was going blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿screen went blank.¿ the unit was triaged and the reported issue could not be confirmed at this time. During triage, service found the screen to go blank. However after fi review, they could not confirm the service technician's findings of blank screen. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.